Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. This lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.